Event description:
The pt received her scs sys on (B)(6) 2008 including an ipg. It was reported the pt was having difficulty recharging her ipg due to it flipping in the pocket. As a result, the ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.